Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, when the surgeon completed painting the femur in a cori assisted tka surgery, he let off the foot pedal. However, the cori continued to collect points. The foot pedal was not physically stuc. To resolve the issue, the foot pedal was unplugged and plugged back in. The procedure was completed with the same device without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Section h3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A discussion was held with the software team and the reported problem was not confirmed. The symptoms relating to the problem can be compared to bug 1759. Log files do not capture the specific behavior for this bug to confirm the issue but the software team concurs that this issue is related to the known bug. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
D4, UDI number: updated.